Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that they met with medtronic representative connie this morning for reprogramming. Caller stated they are not feeling anything and while they were meeting with connie they didn't feel anything either except a little stabbing sensation. Caller added that they have been messing with it all day and have increased the intensity to 15 where it reached the upper limit, but they still didn't' feel anything. Caller stated they used to run it at 8 or 9. Caller noted that they've had severe sciatica for 2 weeks now and need someone to do something because the stimulator is not working. Caller noted they have no problem with recharging the implant or controller. Agent attempted to redirect caller to their healthcare provider to further address the issue but caller kept demanding agent do something to help them. It was reported that there were high impedances 2800-4000 ohms. The rep programmed the patient using the other lead. The issue remains ongoing at this time.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back to report they had a meeting with a rep last monday. They found that 2 of the leads were compromised. Someone was supposed to get in touch with the patient about replacement. Pt mentioned they were in a lot of pain and pt did not know if it was caused by stimulator or not. The stimulator was turned off but pt was still getting like an electric shock every now and then. Followed up with patient and physician because she did not get pain relief since meeting on day of this initial report. Xray were taking and 0-7 lead is completely coiled around battery in battery pocket. 8-15 still has all high impedences but is still in epidural space. Patient does to recall and falls/ accidents. Per patient, system was working great and a year ago she no longer had pain. She shut the system off. After doing physical therapy 2 weeks ago, she had sciatic pain come back and this is when she noticed she wasn¿t ge tting stimulation anymore. Plan is to replace leads.